Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, discovered that batteries in the battery module in the delphin system failed. Batteries died after a couple of minutes during testing. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) discovered the battery backup failed shortly after performing battery test during preventative maintenance (pm). Also during troubleshooting, the fsr found the power entry module fuse blown. The fsr replaced the batteries and power entry module fuse. Preventative/corrective maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect devices were returned to the manufacturer for further evaluation.